Event description:
The manufacturer received information alleging a ventilator failed testing due to failure of the active exhalation control module. The active exhalation control module was replaced at a third party service center. The device was not in patient use. The ventilator's active exhalation control module was returned to the manufacturer for investigation and the customer's complaint was confirmed. The failure was due to a faulty solenoid valve.